Manufacturer narrative:
H10: the proximal and distal air-in-line tests were performed to attempt to duplicate the reported issue of ¿no alarm to tell that the tubing had no more fluid in it¿. The reported issue was not duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is no problem found.

Manufacturer narrative:
The device is not being returned to the manufacturer; however, the facility has requested a field service engineer to go to the facility and evaluate the device.

Event description:
The customer reported a plum 360 pump that infused the whole bag of saline, draining the cassette all the way down with no fluid left and no alarm to tell the tubing had no more fluid in it. The nurse reported the infusion was set up for a volume to be infused of 1100 ml with a rate of 999 ml/hr. The infusion was supposed to be in an hour, but nothing was pumped right. There was patient involvement, but no harm reported.